Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure when the catheter was inserted into the sheath and aspiration was performed, air was drawn back. The issue was not resolved even after aspiration was performed multiple times. Thus, the sheath was replaced and the procedure was completed successfully using same model. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure when the catheter was inserted into the sheath and aspiration was performed, air was drawn back. The issue was not resolved even after aspiration was performed multiple times. Thus, the sheath was replaced and the procedure was completed successfully using same model. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has been received. Upon receipt at our post market quality assurance laboratory, faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on both faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Based on the complaint summary, this failure would have been the primary cause of the allegation. Additionally, the inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.